Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt would not go into pt's leg easily, causing a 15 min delay in the procedure. The surgeon enlarged the incision in order to insert the device.